Event description:
Procedure: lower anterior resection. Pt sex: unk. According to the reporter, when the device was fired over the rectum the clamp cover broke and disengaged into the pt's cavity. The piece was immediately retrieved. In addition there was between 200 and 500 cc of bleeding. There was no additional tissue loss or damage. The tissue was treated with another device.